Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation at t5-t7. The set screw was cross threaded when loaded onto the pedicle screw head. It was replaced. No pt complication is reported.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. The lots that were used are lot# h10c5026, #h10e0651, and #h10e0916. This part is not approved for use in the united states, however, a like device catalog # 7540020, 510k # k052187 was cleared in the united states. The manufacture date for lot h10c5026 is (B)(4) 2010; the manufacture date for lot h10e0651 is (B)(4) 2010; the manufacture date for lot h10e0916 is (B)(4) 2010. Neither the device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.